Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, skin irritation from the lifevest. There were no allegations of any bleeding, oozing or weeping wounds. The patient also mentioned that the lifevest was too heavy and cumbersome. It was reported that the patient had a history of fabric allergies. The patient reported that he previously saw an allergist who prescribed, betamethasone, for these allergies. The patient confirmed that he had this prescription medication prior to getting the irritation caused by the lifevest. The patient's physician advised the patient to return the lifevest. The patient returned the lifevest and used betamethasone on the irritation. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's skin irritation improved.